Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 211 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as dehydration. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was not alleging pump was under delivering. Customer stated the drive support cap appears normal. Customer was unable to complete carelink upload. Customer declined to perform the high performance test. The insulin pump will not be returned for analysis.